Event description:
I have allergan natrelle inspira 525cc silicone (gummy bear) breast implants that were put in (B)(6) 2016 during reconstruction due to breast cancer. Within 2 months of them being implanted, I started to complain to my drs about symptoms that I had never had before. Since I was a breast cancer survivor, the drs told me that my symptoms were related to either chemo, menopause, or age (I was (B)(6)). The longer I had the implants, the worse my symptoms became. I have over 40 symptoms including shortness of breath, joint and muscle pain, fatigue, anxiety, memory loss, weight gain, chemical sensitivity, temperature intolerance, dizziness, blurry vision, insomnia, sharp breast pains, brain fog, itching inside my breast and some days I feel like I am dying, just to name a few. Over time, my implants became very tight and the shape of both breasts began to change. As the implants became tighter, I stopped being able to exercise or swim, because the muscles and tissue in my chest were very uncomfortable. I began to have pain and soreness around both implants and the pain began to radiate up my breast, over my shoulder and into my back on my left side. Both implants are protruding into my armpits and hurt constantly. On my left side, I get an aching pain that goes all the way down my arm into my hand. In (B)(6) 2019, a friend and fellow breast cancer survivor told me that she was also experiencing similar issues and pointed me towards a website describing breast implant illness. I had never heard of bii and was absolutely shocked to find that the symptoms that had been ignored for almost 2-1/2 years by all of my drs were being caused by my implants and tens of thousands of women were complaining about the same issues. I made appts with my primary care physician, my oncologist, a general surgeon, and a plastic surgeon to get to the bottom of this. All are in agreement that I am suffering from capsular contracture and the breast pain and discomfort I am having is caused by the implants. They all agree that I am having an inflammatory reaction to the silicone implants and have recommended that I have them removed and not replaced. Since I am a breast cancer survivor and previously had a total double mastectomy in 2015, removing my implants will cause me to go through explant and another breast recontruction resulting in my chest being totally flat. I am angry that I was never told what the shell or core of the silicone were made of. The list of chemicals that are used to make the implants is shocking. I was told by my plastic surgeon that capsular contracture was very rare and there was absolutely no risk of cancer associated with my implants. I was also told that they were the safest and most natural implants on the market. I should have been warned that implants can cause autoimmune symptoms and disease. If I had known that there was a risk of contracting bia-alcl from the implants, I would never have put them in. The implants have failed me after only 2-1/2 years causing me to have to go back in for another potentially life threatening surgery to remove the implants and reconstruct my chest again. I have found a plastic surgeon that will remove the implants via enbloc / total capsulectomy, because I do not want anything left inside my body that could further cause me symptoms. A lot of plastic surgeons don't believe in bii symptoms and therefore suggest that we are crazy. This whole experience has left me feeling angry and distrustful towards the FDA, the implant mfrs, and all of the drs and surgeons that have ignored and discounted women's complaints since the 1970s. The fact that I had no idea that my breast could cause me to become sick is a huge failure on the part of the FDA and the medical industry in general. I should have been protected and given all of the info that is known about breast implants, so that I could make an informed decision. I have had lab work done over the course of the 2-1/2 years I have had the implants and it has always come back normal. The most recent cbc with differential / platelet test was normal. I had an ana panel done on (B)(6) 2019 and the results were totally normal and yet. I have never felt so bad and had so many debilitating symptoms. I had a mammogram done (B)(6) 2018 and a breast ultrasound done (B)(6) 2019. Both tests came back normal despite me having all of the signs and symptoms of capsular contracture and complaining to every dr that there was something wrong.